Manufacturer narrative:
The device was returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was completed and no problems were revealed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A homechoice return instrument test/evaluation (rite) functional testing had no issues or errors and all tests passed. Rite electrical testing failed the ground bond test. During evaluation, it was determined that cause of the ground bond test failure was due to a loose door post. The door post was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed the ground bond test indicating a high resistance value between the homechoice and the ground bond on the power supply. Device failed during evaluation, no patient involved.